Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 388 mg/dl at the time of incident and the blood glucose level was 506 mg/dl at the time of call. The customer treated high blood glucose with needles. The customer does not report any symptoms related to high blood glucose. The customer does not allege insulin pump was under delivering. The device will not be returned for analysis.